Event description:
Respiratory therapy responded to a call from the rn to a patient room. Rn states that the ventilator display screen was blank. Patient found with stable vitals signs. Ventilator appeared to be working; generating a cycling sound and continuing to ventilate the patient. Patient was removed from the ventilator and bagged with 100% o2 with +8 peep. External pressure alarm activated when the patient was disconnected from the ventilator. Continued bagging the patient as ventilator was being replaced by another respiratory therapist (rt). Ventilator was set-up on previous settings of assist/control mode, respiratory rate-24, tidal volume-400, fio2 100%, +8 peep. Connected the patient back to the ventilator. Vital signs deteriorated and a code blue was activated. Code team responded to bedside. Patient was removed from ventilator, rt started bagging patient again. Patient responded to code, vital signs improved and patient was connected back to the ventilator. Patient code status was changed to dnr per family.